Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4)- vantage ide study, patient site ID: (B)(6). It was reported that on 31 may 2023, a 29mm navitor valve was chosen for procedure using a flexnav delivery system during a transcatheter aortic valve implantation. A 20mm balton valver balloon was inflated once during a pre-implant balloon valvuloplasty. The valve was re-sheathed twice before being implanted in an acceptable position after full release. It was unknown if the patient had calcification extending beneath the aortic annular plane in the interventricular septum. A post-implant balloon valvuloplasty was performed due to valve under expansion with one inflation using a 26mm bard true dilatation balloon. The cause of valve under expansion was unknown. The distance from the non-coronary cusp to the ventricular end of the frame was 4mm. The distance from the left coronary cusp to the ventricular end of the frame was 10mm. On 02 june 2023, the patient was admitted to the hospital with newly onset atrial fibrillation. Patient was going in and out of atrial fibrillation and had a prolonged pr interval when in sinus rhythm. The patient did not have a past history of atrial fibrillation, but they did have a past history of prolonged pr interval. Patient received oral magnesium for 10 beats of non-sustained ventricular tachycardia (nsvt). The patient status was reported as stable.

Manufacturer narrative:
An event of valve migration and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that, per the instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."